Manufacturer narrative:
This report is being recorded under (B)(4) as an initial/final report. G2: foreign - event occurred in finland. E1: telephone- (B)(6). Review of the most recent repair record determined the cable was damaged (no exposed metal wiring), the motor speeds were not stable, the reciprocating arm and needle bearing were worn, and the device was out of calibration. The motor, plug harness, reciprocating arm, and needle bearing were replaced, and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, outside of surgery, the device was in need of maintenance. There was no patient involvement. After evaluation it was noted that the motor speeds were unstable. Diligence is complete.